Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported he connected the infusion set transfer set to the infusion set cannula of the infusion device after showering. Patient stated approximately a half hour later, he programmed the breakfast bolus of 6 units of insulin and unexpectedly the infusion set tube (not near the connector or luer) burst and insulin flowed out. Patient reported there were no health concerns. No further information available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.